Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that distal stent strut row 1 was damaged with stent struts pulled and stent struts were slightly opening on distal stent strut row 2. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.